Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited error 42224. No adverse effects reported.

Manufacturer narrative:
Other, other text: h10 ?device evaluation: one cadd solis vip pump was returned for investigation in used condition. A review of the event history log (ehl) evidenced the following: 7/18/2020 5:37:45 pm system fault 42,224 occurred 0 0 0 4." The 42224-error code was also observed during functional testing. The customer reported product problem was therefore confirmed. The error was produced because the microprocessor was faulty. The problem source of the reported product problem was unknown. A root cause was not established. The microprocessor board was replaced to address the reported product problem.